Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("right essure came out in two pieces") in a 43-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure came out in two pieces". The patient's past medical history included gestational diabetes. Concurrent conditions included hypertension. Concomitant products included fludroxycortide (cordran), glibenclamide (glyburide), lisinopril and triazolam. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), pollakiuria ("frequent urination") and hypotension ("low blood pressure"). In (B)(6) 2013, the patient experienced psoriasis ("allergic or hypersensitivity reaction ¿ psoriasis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/cramp in abdomen"), abdominal pain upper ("stomach aches"), allergy to metals ("nickel allergy"), glucose tolerance impaired ("autoimmune disorder- pre-diabetes") and abscess ("abscess"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue and pollakiuria outcome was unknown and the abdominal pain, psoriasis, glucose tolerance impaired, alopecia and hypotension had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, glucose tolerance impaired, hypotension, pelvic pain, pollakiuria and psoriasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure coils are in good position; in (B)(6) 2013: total bilateral occlusion concerning the injuries reported in this case, the following one/ones were reported via medical record:device breakage most recent follow-up information incorporated above includes: on 1-mar-2018: the medical record received: the event device breakage, device difficult to remove added,reporters added. On 1-mar-2018: the medical record received.fu 3 and 2 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("right essure came out in two pieces") and pelvic pain ("pain/pain") in a 43-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure came out in two pieces". The patient's past medical history included gestational diabetes and multiparous. Denied any allergies to nickel, contrast, and denied any prior tubal surgeries or infections. Concurrent conditions included hypertension and stress incontinence. Concomitant products included fludroxycortide (cordran), glibenclamide (glyburide), lisinopril and triazolam. In 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue") and alopecia ("hair loss/hair loss"). In 2013, the patient experienced abdominal pain ("abdominal pain/cramp in abdomen"), perirectal abscess ("abscess/other injury/complication (abscess)"), abdominal pain lower ("gastrointestinal/digestive system condition (cramping/stomach aches)") and the first episode of hypotension ("other injury or complications -please describe: low blood pressure"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pollakiuria ("frequent urination/bladder problems or urinary changes: frequent urination") and the second episode of hypotension ("low blood pressure"). In december 2013, the patient experienced psoriasis ("allergic or hypersensitivity reaction ¿ psoriasis/rashes or skin conditions (psoriasis)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach aches/gastrointestinal/digestive system condition (cramping/stomach aches)"), allergy to metals ("nickel allergy/nickel allergy") and glucose tolerance impaired ("autoimmune disorder- pre-diabetes/autoimmune disorder (pre-diabetes)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, perirectal abscess and pollakiuria outcome was unknown and the abdominal pain, psoriasis, glucose tolerance impaired, alopecia, the last episode of hypotension and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, glucose tolerance impaired, pelvic pain, perirectal abscess, pollakiuria, psoriasis, the first episode of hypotension and the second episode of hypotension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in october 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record:device breakage. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and mr received. Cramping was added, other injury or complications-describe: low blood pressure were added. Patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included hypertension. Concomitant products included fludroxycortide (cordran), glibenclamide (glyburide), lisinopril and triazolam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 4 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), alopecia ("hair loss"), pollakiuria ("frequent urination") and hypotension ("low blood pressure"). In (B)(6) 2013, the patient experienced psoriasis ("allergic or hypersensitivity reaction ¿ psoriasis"). On an unknown date, the patient experienced abdominal pain ("abdominal pain/cramp in abdomen"), abdominal pain upper ("stomach aches"), allergy to metals ("nickel allergy"), glucose tolerance impaired ("autoimmune disorder- pre-diabetes") and abscess ("abscess"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, psoriasis, glucose tolerance impaired, alopecia and hypotension had resolved and the abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue and pollakiuria outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, alopecia, dysmenorrhoea, fatigue, glucose tolerance impaired, hypotension, pelvic pain, pollakiuria and psoriasis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter information, patient details, lab data, product information, event severe physical injuries updated with events nickel allergy, allergic or hypersensitivity reaction ¿ psoriasis, autoimmune disorder- pre-diabetes, dysmenorrhea (cramping), fatigue, stomach aches, hair loss, pain, abscess, frequent urination, low blood pressure, abdominal pain/cramp in abdomen. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("right essure came out in two pieces") and pelvic pain ("pain/pain") in a 43-year-old female patient who had essure (batch no. B21582) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right essure came out in two pieces". The patient's past medical history included gestational diabetes and multiparous. Denied any allergies to nickel, contrast, and denied any prior tubal surgeries or infections. Concurrent conditions included hypertension and stress incontinence. Concomitant products included fludroxycortide (cordran), glibenclamide (glyburide), lisinopril and triazolam. In 2013, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue") and alopecia ("hair loss/hair loss"). In 2013, the patient experienced abdominal pain ("abdominal pain/cramp in abdomen"), perirectal abscess ("abscess/other injury/complication (abscess)"), abdominal pain lower ("gastrointestinal/digestive system condition (cramping/stomach aches)") and the first episode of hypotension ("other injury or complications -please decribe: low blood pressure"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pollakiuria ("frequent urination/bladder problems or urinary changes: frequent urination") and the second episode of hypotension ("low blood pressure"). In (B)(6) 2013, the patient experienced psoriasis ("allergic or hypersensitivity reaction ¿ psoriasis/rashes or skin conditions (psoriasis)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach aches/gastrointestinal/digestive system condition (cramping/stomach aches)"), allergy to metals ("nickel allergy/nickel allergy") and glucose tolerance impaired ("autoimmune disorder- pre-diabetes/autoimmune disorder (pre-diabetes)"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),) and surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, abdominal pain upper, allergy to metals, dysmenorrhoea, fatigue, perirectal abscess and pollakiuria outcome was unknown and the abdominal pain, psoriasis, glucose tolerance impaired, alopecia, the last episode of hypotension and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, device breakage, dysmenorrhoea, fatigue, glucose tolerance impaired, pelvic pain, perirectal abscess, pollakiuria, psoriasis, the first episode of hypotension and the second episode of hypotension to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; in (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case, the following one/ones were reported via medical record:device breakage . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.